Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was moving, floating, and was unstable within the pocket. This due to the patient¿s significant weight loss. Etiology was not related to the device, therapy, or implant procedure. Surgical intervention was performed on (B)(6) 2017, the ins was repositioned and re-secured in the pocket. The outcome was reported as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The etiology was updated to possibly related to the device or therapy, and the device diagnosis was updated to neurostimulator migration. It was noted that the reported weight was the patient's baseline weight.